Event description:
Pt reported that within 24 hrs of his surgery, the seams on his donjoy cold pad / polar pack had come apart soaking his dressing. Pt returned to the ed for dressing change. No injury to the pt.